Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. Based on the manufacturing process records for this batch of compositcp screws, the source of the defect cannot be attributed to the manufacturing conditions. Observation of the screw reveals a rupture which combines both torsional stress and perforation at the beginning of the screw recess. In the absence of several elements regarding the circumstances surrounding this screw rupture, and based on the observations made of the ruptured screw, the hypotheses that could explain said rupture include the following: the surgeon applied a pushing force on the screwdriver while screwing. The screw being only moderately driven by the screwdriver at the entry cone portion of the screw rendered this area more vulnerable to torsional stress. Combined forces of screwing and compression exerted on the screw tip which was only partially inserted in the tunnel caused the screw to rupture. The screw was not perfectly introduced along the tunnel axis. The screw entry cone was jammed against the cortical bone, and continued screwing deformed the cylindrical portion of the screw which was driven by the screwdriver, causing torsional stress at the junction point where the guide pin guiding area meets the screw recess. The tip of the screw being jammed, the torsional stress was greater than the yield point of duosorb, which caused the screw to rupture. In order to limit the risk of encountering this type of defect, it is preferable to tap the cortical bone and to absolutely avoid exerting a pushing force on the screw with the screwdriver. Tapping improves adhesion to the thread and penetration through the cortical bone, and shapes the graft, which limits the risk of damage.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. During an acl reconstruction procedure, the screw tip fractured when it was being implanted into the tibial tunnel. They elected to keep the fractured tip in the patient as it was very small in size. A new screw was used in same hole to complete the procedure.